Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted at a surgical intervention due to high thresholds and diaphragmatic stimulation. The physician tried to reposition this lead but was unsuccessful. He then explanted the lead and tried with a new 4671 but due to the anatomy of the patient he did not find any good vessel for placement. He then tried with an unipolar lv lead which was successfully implanted at the same surgical procedure. No additional adverse patient effects were reported.